Event description:
It was reported that the pump declared an altitude alarm 21. The customer¿s blood glucose level ranged between 54-500 mg/dl (3.0-27.7 mmol/l) at the time of the event, indicating no specific adverse impact to the blood glucose level. The customer had previously experienced similar issues with the same pump sn and managed to fix the problem temporarily by removing and replacing the cartridge. Cts decided to replace the pump, and the customer was instructed to use mdi as a backup therapy to ensure insulin delivery was not interrupted. Cts confirmed the shipping address and provided instructions for putting the pump into storage mode and returning it with a pre-paid label within 10 days. The customer understood and acknowledged these instructions.